Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient ¿coded¿ and passed away while connected to a homechoice device. It was reported the patient ¿was going into the fourth dwell when the patient coded¿. It was reported the patient could not be resuscitated. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.